Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pocket stimulation upon threshold testing and that there were high thresholds. The lead is still in use. No further patient complications have been reported as a result of this event.